Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that a pump over-speed error occurred. The pump was stopped with "motor error" displayed on the control module and it would not clear, even after powering the system down and back up. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility replaced the driver motor, but continued to get the same error message. The centrifugal control module was connected to the system 1 base. The system 1 was plugged directly into a hospital outlet. Investigation in process, but not yet completed.